Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective back and hip stimulation along with unintended stimulation in her ribs and stomach. Reprogramming was unsuccessful. Consult with the physician is pending.